Manufacturer narrative:
The root cause of access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided. The device passed all post sterile inspection checks.

Manufacturer narrative:
A2 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella cp developed significant access site bleeding. The repositioning sheath angle was adjusted, tension sutures were re-done, and a mattress suture was added, but the bleed persisted. The patient was then weaned from the pump and survived.